Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that the unit of measure displayed on a sample worklist does not match the unit of measure (uom) that is defined in the test definition and calibrator definition for a given test. The test result that is displayed is calculated correctly based on the uom that is defined in the calibrator definition but the displayed uom is incorrect. Siemens is investigating the issue.

Event description:
Multiple tests are displayed with an incorrect unit of measure (uom) in the worklist on an atellica sample handler prime instrument. It is unknown if patient test results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the test results being displayed with an incorrect unit of measure.

Manufacturer narrative:
The initial MDR 2432235-2018-00235 was filed 12-jun-2018. Additional information (29-jun-2018): siemens initiated a field corrective action. A customer communication was released to the affected customers, titled urgent medical device correction, "multiple issues identified in atellica solution system software v 1.13 and lower", asw18-02.a.us, to us customers, and urgent field safety notice titled "multiple issues identified in atellica solution system software v 1.13 and lower", asw18-02.a.ous, was released to ous customers. Section h9 was updated with correction/removal reporting number 2432235-07/13/2018-002-c.